Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted the pt "had implant surgery in 2011 to address a serious problem with her left thumb which involved the use of an ascension 'new grip' implant. The implant was successfully implanted. The pt had to go into surgery in (B)(6) 2012 to have the implant removed. The implant contributed to significant cartilage deterioration and the pt was in significant pain for several months before the second surgery."